Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed the right non-coronary stent post was deflected outwardly. Damage noted to the sewing cloth likely occurred during explant exposing the stent. The valve was slightly distorted. All leaflets were in the closed position with a gap between the coaptive ridges of the right cusp (rc) and left cusp (lc). The left cusp (lc) was slightly stiff but flexible. The right (rc) and non-coronary (nc) cusps were very stiff due to thick thrombotic host tissue which filled the outflow belly of the right cusp (rc) and partially filled the non-coronary (nc). The right (rc) and non-coronary (nc) free margins fold back into the cusp. A small tear was noted on the right cusp (rc) free margin and appeared to be due to contact with the non-coronary outflow rail. The left non-coronary commissure was intact. The right non-coronary commissure was intact. A tear was noted on the non-coronary cusp (nc) free margin nearing the right non-coronary commissure. The right non-coronary commissure could not be assessed as pannus had encapsulated the superior coaptive junction. Thin remnants of off-white pannus were observed on the inflow base stitching adjacent to the right (rc) and left cusps (lc). Remnants of pannus were observed on the sewing ring near the left cusp (lc). Thick off-white pannus encapsulated the right non-coronary commissure extending to adjacent outflow rails. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography did not reveal calcification on leaflets and/or commissures. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. This finding is generally considered a patient-related condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years post implant of this bioprosthetic valve, the valve was explanted and replaced with another porcine valve due to stenosis and thrombosis visualized on echocardiogram. No additional adverse patient effects were reported.